Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). Symptoms reported include fatigue, vomiting and a loss of consciousness. The patient reports their pod and continues glucose monitor had not been communicating with each other. Once at the hospital emergency room the patient was treated with intravenous fluids as well as sodium chloride and insulin.

Manufacturer narrative:
The pod was received with the needle mechanism assembly undeployed. The downloaded pod data showed that the pod was in pod state 15 at 0 pulses indicating the pod did not complete activation after being filled. No abnormalities were observed in the data. The drive mechanism assembly and electrical components show no signs of damages or deficiencies. The pod was reset and paired with an unused controller. The pod was able to complete activation and complete a bolus with no issues. The pod was then paired with a continuous glucose monitor (cgm) emulator where it was put into automated mode. The pod was able to accurately reflect the emulated glucose values and react appropriately. The downloaded rerun data showed no alarms, timeouts, or drive stalls, indicating the pod operated as it should have. Therefore, no problem was found regarding the reported pod and continuous glucose monitor communication error event.